Event description:
It has been reported to philips that the system could not do fluoroscopy. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the customer was performing a diagnosis procedure when the issue occurred. A user guidance message of ¿generator is busy starting up, no x-ray is possible¿ appeared, but the x-ray functionality returned without rebooting and the procedure was completed as planned. A philips remote service engineer (rse) verified the log files and observed point evr: resonance frequency was too high. The power was verified to be correctly supplied. Troubleshooting actions from the field service engineer (fse) found that the point evr board was defective. Analysis of the log file shows that at 10:09, the generator reports an internal error related to the point evr board. The field service engineer replaced the point evr board, which returned the system to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the available information, this issue has been determined not to be a reportable event. The codes were updated based on the investigation outcome. Health impact code was corrected.